Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient reported that while sitting, stimulation was felt in her waist. Certain movements exacerbated the stimulation in her waist. Additionally, it was reported that the patient was still receiving adequate coverage in her legs.

Manufacturer narrative:
(B) (4).